Manufacturer narrative:
Based on the investigation, it was determined that the power supply to the heating element was not interrupted as intended, resulting in overheating. The most probable root cause was identified as the absence of an overheating protection probe in the heating element. The absence of the overheating protection probe is most likely secondary to a non-getinge part being installed by the customer, which we believe was a modified or non-approved heating element lacking the required overheating protection probe. The affected device was serviced and repaired by the customer. Getinge attempted to gather additional information on maintenance of the device from the customer; however, we have not been able to obtain their service records. The service and user manual clearly state that only spare parts approved by the manufacturer may be used. The customer has been informed through a face to face delivery of the MDR investigation findings and to emphasize the importance of using only getinge-approved spare parts, as the manufacturer cannot guarantee proper device performance if non-approved accessories or components are installed. No parts will be returned for analysis, as the machine was scrapped.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
On october 23, 2025, a getinge 46-series washer-disinfector experienced a heating element short circuit that resulted in a localized fire, which was extinguished by the customer. After disconnecting the heating element and attempting to restart the unit, the machine repeatedly powered on and off and the control panel remained non-functional. Inspection confirmed extensive damage from the 400-v short circuit and fire, and the unit is deemed non-recoverable.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.